Event description:
Customer reported receiving inaccurate blood gluose tests. Customer received readings of 203 mg/dl compared to a lab reading of 59 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death serious injury or mistreatment associated with this event.

Manufacturer narrative:
Follow report will be submitted if the product is returned for evaluation.